Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatment appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat an unspecified lesion in the coronary artery. The 2.25x12 mm xience v stent delivery system (sds) was implanted. However, post implantation a dissection was observed. An unspecified xience v stent was used to cover the dissection. There was no adverse patient sequelae and no reported clinically significant delay. No additional information was provided.